Manufacturer narrative:
(B)(4). Initial reporter: sean m. Kearns, md, brian m. Culp, md, daniel d. Bohl, md, mph, scott m. Sporer, md, craig j. Della valle, md, brett r. Levine, md, ms "rotating hinge implants for complex primary and revision total knee arthroplasty" the journal of arthroplasty 33 (2018) 766-770. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location of device is unknown.

Event description:
It was reported in the journal article that a patient was revised due to femoral loosening. No further information has been made available at this time.